Event description:
On (B)(6) 2010, pt reported the down button on his infusion device is not working. Pt stated he noticed the issue while attempting to administer a quick bolus 2 days ago. Pt reported he was able to put a lot of pressure on the button and after multiple tries, he got it to work. Pt stated now the down button doesn't work at all. Pt reported the button springs back after being pressed. Pt stated the button does not make an audible sound after being pressed. Reviewed how to administer a standard bolus. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.